Event description:
On (B)(6) 2009, the patient reported issues with both the up and down buttons of her infusion device. She stated that she must press the buttons several times before the infusion device will respond. She noticed this 2-2.5 weeks ago. She stated that the infusion device has not been dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.